Event description:
During use for a pt, a dr was aware that the fio2 display showed 0.21 against fio2 setting .23, then he tried to change the setting .23 to .070, but the display did not change (remain .21) without low o2 alarm.